Event description:
It was reported that the patient has expired approximately after implant duration of 3 months, due to unknown reasons. It is unknown if the death was device related. It was additionally reported that a second device, model #4900, was implanted. Refer to MFR #6000002-2009-09626. No further details provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.